Event description:
I had fractional co2 skin resurfacing on the above date. I believe it was fraxel repair since I was told that it needed to be done only once and that it would last 5 to 7 years. -cost 7k- since that time, the dr has tried to work with me to make my problems go away -by doing additional fraxel- he said that it should work but it has only made things worse. However, as of this date (B) (6) 2010, I still have large brown spots covering both cheeks, large pores and regular break outs of small white bumps around the eye area. In addition, on the chin, around the eyes and sides of mouth it looks like someone took a fork and created lines that were not there before and rough skin all over. I have a picture of myself taken the day I went in for my consultation and would be glad to have one taken now if needed for your files. These are skin conditions that I never had before, and I look much worse than before my fraxel treatments. I believe this machine should not be used on any other patient. I know of two other individuals who went to the same dr and have had similar problems. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: make skin look better and smooth. Event reappeared after reintroduction: yes.